Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (cre) result generated by the synchron lx20 pro analyzer. The erroneous result was reported outside of the laboratory and questioned by the physician. The sample was rerun and the lower result was confirmed. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the leaking sample syringe assembly and the creatinine module.